Manufacturer narrative:
Device alarmed motor error during basic occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor passed motor test. Device received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed a motor error alarm during basal delivery. Customer's blood glucose was 463 mg/dl. Device was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per healthcare professionals' instructions. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.